Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) had migrated into the scrotum. The balloon was explanted and replaced. There were no patient complications reported.